Event description:
The customer contacted the company's customer experience team via phone to report an unspecified infection and urinary incontinence. The customer stated that she forgot to remove a flex disc at the end of her previous menstrual cycle approximately five weeks earlier. The customer experienced urinary frequency and incontinence during this time. The customer states that she was diagnosed with an unspecified infection (not a uti) and was prescribed antibiotics. While the forgotten disc was still in place, the customer started their next menstrual cycle, inserted a second menstrual disc, and left it in for over 24 hours. The customer then inserted a third menstrual disc without removing the previous two discs. Approximately eight hours later the customer attempted removal and then realized that she had forgotten the previous discs. The customer was able to remove all three menstrual discs. The customer stated that one week after complete disc removal she was still experiencing lingering urinary incontinence. The customer was advised to discontinue her use of the products and follow up again with her doctor. The customer failed to respond to later follow up attempts in order to determine if symptoms had resolved. This customer failed to follow the clear device labeling (including packaging and instructions for use that came with the product), inserting (and not removing) more than one single-use disc at a time, and failing to remove the devices prior to the maximum 12-hour wear time. The submission of this report is not an admission by the company that the use error of the product in question caused or contributed to the customer event.